Event description:
A caller reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the tandem mobi wall adapter into a working outlet and wait for at least 30 minutes to see if the pump would begin charging, with plans for technical support to follow up.